Event description:
Related manufacturer reference number: 2017865-2022-46266; related manufacturer reference number: 2017865-2022-46677; related manufacturer reference number: 2017865-2022-46678. It was reported that the patient had their pacemaker system explanted and replaced due to infection. During the procedure, it was noted that the superior vena cava (svc) was damaged and open chest surgery was performed to resolve the event. The patient was in stable condition throughout the procedure.